Event description:
Patient was implanted with ti low profile neuro burr hole covers and screws on an unknown date. The patient complained that she could feel the implant. Patient was returned to the or on (B)(6) 2013 for removal of hardware. Reportedly the plate was not broken. All hardware was removed successfully. The patient was not revised with any additional hardware as the patient was healed. This is 5 of 6 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment;not diagnosis. Additional information pt ID: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.